Event description:
The surgeon stated that the suture was not loading appropriately and that they had to work with it to get it to fire correctly. The surgeon was concerned that the instrument was not working correctly, so a second device was opened to complete the procedure.